Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number due a haptic detached and is ongoing. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA: (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that an intraocular lens (iol) was to be repositioned. Once the surgeon was in the operative eye, the surgeon noticed there was only one haptic on the lens. The lens was explanted and replaced with another johnson & johnson lens (same model and diopter). Through follow-up further information was provided, the surgeon planned on repositioning the lens, however when the surgeon was in the eye, he noticed the lens only had one haptic. There was a broken haptic/missing/detached haptic. The incision was enlarged to remove the lens. There was no other medical or surgical intervention required. Current patient status was asked, but not available. No additional information was provided.